Manufacturer narrative:
Approximate age of device- 2 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient noticed a tear in siliastic coating of driveline near metal connector. The hospital requested clamshell kit delivery for the next clinic visit in (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on vad support. The report of a tear in the silicone jacket can be confirmed based on the submitted photo and the onsite evaluation by a technical services representative. The photo revealed the reported tear near the controller connector. The separation of the silicone sleeve has been investigated and it has been determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It has been determined that the separation is a design related issue and has been addressed by car # (B)(4). The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ the heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that the patient successfully underwent clamshell repair on (B)(6) 2019.